Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml morphine (unknown) at 8.207 mg/day. Caller said since (B)(6) (2020) they are having a problem when she gets a refill there is more morphine (caller said it was called mitigo) than expected. Caller said, either the catheter is getting "crudded up" or the pump is going bad. Caller said patient is scheduled this week to get pre-op and following week, she will go in for surgery to take a look at it. Caller provided some examples of problems when her pump was filled: (B)(6) they expected the reservoir volume should have been 8.9 expected, but had 13 left. On , they expected the reservoir volume should have been 9.3 but was 14 ml. They had about 5 ml more than she should have left in her pump caller did not have data for march. The caller was redirected to follow up with the hcp to report and resolve issues. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.